Event description:
The guidewire was damaged while passing through the sheath during a therapeutic ureteroscopy procedure. The detached segments were successfully retrieved and there were no patient complications involved. Another device was used to successfully complete the procedure.